Manufacturer narrative:
Refer to manufacturer regulatory report 3004209178-2020-03478 for information regarding the related event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room due to an altered mental status. A MRI was being pursued to rule out stroke. They could not confirm the issues were related to implantable neurostimulator (ins).